Event description:
Safety huber administration set was not able to lock out. There was no injury of any sort.

Manufacturer narrative:
The malfunction was an incomplete safety mechanism lockout. Adhesive on needle/sleeve was confirmed. Potential lots from this facility (from complaint) include d727604, d722118, d717003 and d717031. The possible lot numbers predate process improvements that were put in place to rectify this problem. The was no injury of any sort.